Event description:
During idet procedure it was reported that the screen went blank and the case had to be aborted. Customer borrowed an old ora 50 generator from another hospital and eventually performed one level. Attempt was made to obtain additional information without success.